Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter; product ID: 8590-1, lot# n684453, implanted: (B)(6) 2017, product type: accessory. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2018, (B)(4); product ID: 8590-1, serial/lot #: n684453, ubd: 30-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain. It was reported that the catheter event had been confirmed. Catheter segment(s) was intentionally left in patient. The patient had a type of spinal surgery, unrelated to the mdt device or therapy, and the hcp nicked the catheter by accident during the surgery. The hcp then removed that portion of the catheter from the spine and intentionally left a portion of the catheter in the patient. The rep did not know when this surgery took place, but that the hcp contacted him today saying that he needed the pump programmed off permanently to stop drug from infusing. The rep attempted to review alternative options with the hcp such as minimum rate, but the hcp wanted the pump off permanently. No patient symptom was reported. No further complications were reported.